Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Examination of returned device found no evidence of product non-conformance. Visual examination of the liner identified scratches, material deformation around the scallops, and a small piece of foreign material embedded in the poly. A conclusive root cause of the event could not be determined with reported information. Corrective action has been initiated to address reported issue. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Visually examination of the liner identified scratches, material deformation around the scallops, and a small piece of foreign material embedded in the poly. The damage was most likely caused by attempted implantation and subsequent removal. Dimensional analysis and review of manufacturing records show the product likely left zimmer biomet control conforming. Root cause can¿t be determined

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a total hip arthroplasty procedure the acetabular liner would not seat in the acetabular cup. Another liner was used to complete the procedure without patient injury or delay.